Event description:
The pt was being fed using a pump, feeding started at 4:00pm at 70 ml/hr. At 7:30pm, the pump appeared to be functioning normally. At 9:30pm, the pt was found vomitting with 790 infused. Pt was sent to hosp. Reporter stated this was the second overdelivery this pt had received. First was in 2000. Sent to hosp due to overdelivery and aspiration pneumonia. Returned to facility. Pt sent back to hosp due to second overdelivery. Pt received unasyn, 1.5 grams i.v. Every 6 hours. At the time of the report, the pt was still in the hosp, treatment unknown.